Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, warmth, hardened content, and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately one month after injection to the "drip tear (nasojugal groove)", cheeks, and "snl" with juvederm voluma with lidocaine patient developed "edema in the right lower eyelid." The next day the patient was treated with predsin and generic allegra. Four days later patient "returned to swell and local edema + erythema + warmth also on bulldog right side." Symptoms improved 80% with predsin. Patient was prescribed tamiram for 10 days and was injected with "beta trinta." The allegra was changed to non generic. Four days later patient was "completely deflated" and "feels a hardened content on naso malar region. "Four days later the edema returned and the "naso malar volume is slightly bigger." Tamiram was prescribed for an additional 7 days. Five days later the edema improved and "the nodule presented more softened and diminished." The day after the tamiram prescription was completed the edema returned. The next day the patient was prescribed clarithromycin and was recommended to visit an endodontist to "treat the pulp nodule (canal)." Symptoms are ongoing.